Event description:
Rptr writes to distributor, "we have found medi pak guardian latex exam gloves (item # 14-516) which are made in malaysia to be defective. On several occasions our medical staff have put on these gloves only to have them tear with little or no effort. Also I showed your sales rep the other day a few gloves. I took out four gloves with visible holes without even being put on. Not only have we returned the gloves, we feel that you should not even carry them. The next day after speaking to the rep, he placed another order of different gloves which were medi pak guardian latex exam gloves (item # 40-001) which are made in thailand, these gloves are also defective. After switching out all of our gloves in the whole building, ten mins afterwards an employee showed me a glove which was pulled out of the box and was torn at the mid area of the index finger. Again after seeing this I pulled out more gloves out of the box and found another with a small hole at the little finger. Many companies and people rely on your co to provide quality products and svc. By supplying such a poor quality product, you may loose the trust of your customers. Latex exam gloves in our profession are supposed to provide us with a sense of protection from many life threatening diseases. We all want to make it home to our families and we need to count on companies like yours to provide us quality medical products to help get us there."